Manufacturer narrative:
Based on follow-up information obtained, hemostasis was successfully achieved using a second vascular closure device. The patient experienced no discomfort, and the procedure was performed by the operator in accordance with standard practice. There is no evidence of device malfunction associated with this event. Based on the available information, this event does not meet the criteria for medical device reporting (MDR) under 21 cfr part 803, as there is no reportable malfunction that would be likely to cause or contribute to a death or serious injury if it were to recur. Therefore, the previously submitted MDR will be voided, and no further MDR submissions will be made for this file.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change during withdrawal. The device was removed directly, a second device was attempted, and manual compression was ultimately used to achieve hemostasis. There was no reported patient injury. The procedure was a cerebral angiography. The intended procedure was cerebral angiography using a retrograde approach. There were no visible signs of device or package damage prior to use. Evaluation of the femoral puncture site showed appropriate angiographic suitability, vessel diameter of at least 5 mm, and no calcium, plaque, stent, or significant stenosis near the puncture location. The site had not been previously closed within 30 days and showed no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the exoseal vascular closure device (vcd) with the non-cordis sheath. The vcd and sheath were retracted together until pulsatile flow slowed or stopped, though the indicator window did not turn solid black. The indicator wire cowling locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. The vcd and sheath continued to be retracted until bleed back slowed or stopped. The physician did not place the thumb on the plug deployment button during retraction. No red color appeared in the indicator window. Upon device removal, the indicator wire loop was visible without abnormalities and could be pulled externally. The device was returned for evaluation.